Event description:
The physician stuck the patient¿s right groin and performed the procedure on the left anterior tibial vessel over a 014 wire. When the physician was pulling the silverhawk out they noted having extreme difficulty pulling the device out from the sheath. It was noted under imaging that it appeared that the wire was not exiting the rapid exchange port but was now exiting on the mid portion of the nosecone itself. With the device being stuck and not able to be removed from the sheath, the physician pulled the sheath and device back together in the ipsilateral external iliac. He tried both advancing and pulling back on both the wire and the silverhawk to try to remove the device outside of the sheath, but nothing would work. The nose cone broke off and ended up migrating down-stream on the ipsilateral side to the popliteal artery. The physician had to stick the right side antegrade to go in and retrieve the nose cone. The physician used a 7mm spiderfx that had been deployed distal to the nosecone to ¿snare¿ the broken off portion of the silverhawk. The tip was then removed through the sheath.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Evaluation of the returned device on may 6, 2015, found the tapered section of the distal tip assembly was separated from the body of the tip assembly.